Event description:
It was reported some of the children with peripherally inserted central catheter (PICC) lines experienced dermatitis following use of the biopatch product. The skin irritation mirrored the placement of the product. The facility reported chloroprep was used and it was unk if it was left to dry. The facility protocol was to cover biopatch with tegaderm and replace the dressing after 7 day; it was unk if there was any drainage or known allergies, age of pt and lot number. There was no medical intervention indicated. The facility has replaced the biopatch with a competitive product without consequences to the pt. Additional information was requested.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported information.